Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that the next morning post implantation of the right ventricular (rv) lead. A run of 35- 40 ectopic beats were observed, on telemetry and the device was checked. There were multiple rv sensing amplitude that had diminished and a x-ray was performed. The lead appeared to have the same position as implant. The physician had attributed the ectopy and diminished sensing to an inadequate position of the dislodged lead. The lead was reposition and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: added additional fdd/ annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.